Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging that a strange noise was observed when a ventilator was in use. In addition, it was alleged that the oxygen module valves were not opening and closing properly. There was no harm or injury reported. The device's oxygen blending module will be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported that a strange noise was observed when a ventilator was in use. In addition, it was alleged that the oxygen module valves were not opening and closing properly. There was no harm or injury reported. The device's oxygen blending module will be replaced to address the issue. The product investigation lab received and evaluated the replaced oxygen blending module. The component was tested and found to operate as designed. In addition, visual inspection was completed, and no defects were found.